Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearings are detached. The likely cause of failure couldn't be able to determine. It was also noted that the laser markings and color band are faded and the leg is scored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.